Event description:
Medtronic legal received information regarding that insulin pump's retainer ring was missing or broken from the attorney of the family. The information received on december 16, 2021. Attorney reporter alleges that use of medtronic insulin pump caused personal injury to the customer. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The initial report was submitted with the missing information. The correct information has been included with this report in h6 section and b5 section.

Event description:
Medtronic legal received information regarding that insulin pump's retainer ring was missing or broken from the attorney of the family. The information received on december 16, 2021. Attorney reporter alleges that use of medtronic insulin pump caused personal injury to the customer. The insulin pump will be returned for analysis.

Manufacturer narrative:
Additional information has been received regarding the patient weight change from 205 to 0 which was not included in the initial report. So, the correct patient weight as per new additional information is 0. Additional information has been received regarding the incident date change which was not included in the initial report. So, the correct incident date has been changed from (B)(6) 2019 as per new additional information and which is updated section b3. Additional information has been received regarding the product material change which was not included in the initial report. So, the correct product material has been changed from mmt-xxx to mmt-1715k as per new additional information and updated in section d1/d2a/d2b and d4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.